Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this complaint from germany reports a revision on a legion with verilast knee secondary to ¿tibial loosening¿. The primary surgery was performed on (B)(6) 2019. Adverse event #5 tibial loosening was reported. The revision was done on (B)(6) 2020. The revision included debridement of the tibial plateau so the tibial plateau could be removed the operative report did not offer a root cause for the loosening. Two x-rays were provided for review. The impact to the patient beyond the surgery and recovery cannot be determined. Based on the available information the root cause of the ¿tibial loosening¿ cannot be concluded. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Sections d and h updated.

Event description:
It was reported that a revision surgery had to be performed due to tibial loosening. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.